Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to f/u 1 MDR : it should have stated: additional information was received that the patient was experiencing frequent ipg charging and the ipg would randomly shut off. The physician suspects device malfunction.

Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had reprogramming. It was noted that the patient had frequent ipg charging and it randomly shuts off.

Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint was not verified and the device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an ipg replacement procedure.